Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a competitor guidewire stuck in the lumen. Visual analysis of the lead indicated damage at implant. The analyst noted the guidewire insertion test could not be performed due to the competitor guidewire being stuck in the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two different guidewires had become stuck in the lumen of the attempted left ventricular (lv) lead. The lead was ultimately removed and a different lead was implanted. No patient complications have been reported as a result of this event.